Event description:
It was reported that during central processing, the medium-large clip applier instrument had a piece found broken off after processing. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument moved intuitively with full range of motion in all directions, the jaw opened and closed properly, and the instrument was fully functional. A visual inspection did not show any damage to the instrument, and no product issue was identified.

Event description:
Refer to h11 for follow-up information.